Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) and the ilet, resulting in the sensor failing to pair with the ilet and a reported blood glucose peak of 500 mg/dl; the user reverted to subcutaneous insulin by pen until reconnection and troubleshooting included verifying the pairing code, restarting the ilet, toggling settings, and turning off the phone¿s bluetooth. Symptoms included hyperglycemia without associated clinical symptoms. Outcomes included an unexpected need for medication and a delay to therapy, with the event considered a serious illness/impairment. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure involving the device's electrical and magnetic subsystem and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.